Event description:
It was reported the battery was deteriorating. No patient involvement reported at this time.

Manufacturer narrative:
Based on the information available indicate that the device had exhibited symptoms of battery deterioration. Details provided in an update from the source case indicate that the issue was resolved by customer, no work performed by philips. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a deterioration of battery life.the issue was resolved by customer, no work performed by philips. Based on the information available, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The issue was resolved by customer, no work performed by philips. The part was not returned for additional investigation. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.